Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01917.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs) and ruby coils. The hospital technician noticed the podj and ruby coil were bent upon opening the packaging. The damage to the podj and ruby coil was found prior to use. Therefore, the podj and ruby coil were not used in the procedure. The procedure was completed using a new podj and ruby coil.